Manufacturer narrative:
Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was difficult to retract as the spring appeared to be malfunctioning, which in turn caused blood to splatter out and onto the patient and nurse's clothing. There was no exposure to mucosal membrane, and medwatch report# mw 5086636 was opened and filed in response to the event. The following information was provided by the initial reporter: "I placed 18 gauge insyte autoguard IV. When nurse retracted needle, spring appeared to malfunction casing blood spatter to pt and to nurse's clothing. There was no harm, the nurse did not sustain blood exposure to the skin or mucous membranes. No testing completed on the nurse, no interventions provided to the nurse. FDA safety report ID# (B)(4)".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was difficult to retract as the spring appeared to be malfunctioning, which in turn caused blood to splatter out and onto the patient and nurse's clothing. There was no exposure to mucosal membrane, and medwatch report# mw 5086636 was opened and filed in response to the event. The following information was provided by the initial reporter: "I placed 18 gauge insyte autoguard IV. When nurse retracted needle, spring appeared to malfunction casing blood spatter to pt and to nurse's clothing. There was no harm, the nurse did not sustain blood exposure to the skin or mucous membranes. No testing completed on the nurse, no interventions provided to the nurse. FDA safety report ID# (B)(4)".